Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer performed a successful precision check using the patient sample. The field service engineer inspected the analyzer and found the rinse tube broken. He replaced this part, verified the rinsing function, and decontaminated the sample and reagent probes. He performed qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionably high alkaline phosphatase acc. To ifcc gen.2 assay result for one patient sample tested on the cobas c 503 analytical unit. The initial result was 539 u/l. The repeat result was 60.6 u/l.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation determined that a component malfunction caused the event. The investigation determined that the issue was resolved.